Event description:
It was reported that a malfunction occurred on a customer's pump. There was no adverse impact to the customer's blood glucose level. Technical support provided the customer with instructions to reset the pump, which resolved the issue without further recurrence. The customer was advised to continue using the pump and to call back if any malfunction recurred.